Event description:
The hosp reported that during a coronary artery bypass procedure, the malleable shaft on the acrobat-I blower mister was stiff. A replacement device was used to complete the procedure. The hosp did not report any pt effects. The hosp intends to return the product in question.

Manufacturer narrative:
The device has not yet returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).